Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during a procedure on (B)(6) 2012. According to the complainant, after the physician captured a stone inside the patient he felt uneasy retrieving it, and was unable to open the basket with the handle of the device. He then disassembled the handle and was able to successfully release the stone from the basket. After releasing the stone he noticed the white connection between the handle and the sheath had come off. He therefore removed the device from the patient, and completed the procedure with a different device. The patient's condition post procedure was stable.

Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during a procedure on (B)(6) 2012. According to the complainant, after the physician captured a stone inside the patient he felt uneasy retrieving it, and was unable to open the basket with the handle of the device. He then disassembled the handle and was able to successfully release the stone from the basket. After releasing the stone he noticed the white connection between the handle and the sheath had come off. He therefore removed the device from the patient, and completed the procedure with a different device. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis of the returned segura hemipshere retrieval basket revealed the wire sub-assembly and sheath were detached from the handle. The wire sub-assembly was removed from the sheath when received. The outer sheath was broken at the proximal end of the blue heat shrink and the luer was broken at the base of the nipple. The proximal portion of the luer was not returned. Several kinks were identified along the working length of the outer sheath and there was a torque mark present on the handle cap to indicate the application of the torqueing process. The wire sub-assembly was kinked in several locations. The basket and all basket wires were present and attached, however, the basket wires were bent. A functional evaluation was not performed due to the device being disassembled when received. The handle cap was loose and there were impressions in the pinch vise to indicate the handle cannula was properly placed during manufacturing assembly. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.